Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify failed batt test alarm due to blank display. No moisture damage on keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing o-ring reservoir tube.

Event description:
Customer reported via phone call that insulin pump received excessive failed battery test alarm and then display went blank and could not turn back on. Customer's blood glucose was unknown. Customer also reported that insulin pump was cracked at battery compartment. Customer was advised that insulin pump would need to be replaced.